Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital an error that results in a loss of mechanical ventilation during a case. The unit was restarted, mechanical ventilation resumed, and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The hpdu cpu board was replaced to resolve the issue.